Event description:
While suturing the uterus closed the needle snapped off only leaving a very small piece attached to the suture. The resident suture immediately stopped, and the attending physician verified that the needle not intact. The immediate surgical area was searched without success. The floor surrounding the patient was searched without success. Xray and ultrasound were contacted to come to the bedside stat. A magnet was brought up from the main or to check the floor surrounding the patient but was unsuccessful. Patient received xray which showed that the piece of the needle was in the uterine wall. Ultrasound was done 10 minutes later to locate the exactly where the needle was. Needle was removed immediately.